Manufacturer narrative:
H10: h6: we have now concluded our investigation for the complaint received. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. As no samples were returned a product evaluation could not be carried out. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. The device intended to be used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when using the allevyn life dressing for prevention of a pressure injury, the dressing had lack of adhesiveness and was displaced from the applied place and caused local hyperemia in neck, head and thorax. Back-up was available and no additional treatment was required to treat the condition. A delay greater than 30min was reported. Additionally, there have been further issues with other dressings like inadequate adhesion, movement of the dressing, silicone residues left in the skin or in the liner of the dressing, but it is unknown how many patients were involved.